Manufacturer narrative:
A medtronic representative inspected the imaging system on-site. It was confirmed that the root cause of the reported issue was open f11/f12 fuses. The fuses were replaced to resolved the issue. The open fuses have not been received by the manufacturer for evaluation. A full imaging system check-out was completed following fuse replacement and all tests passed. Full system functionality was confirmed and the system was returned to service.

Event description:
A medtronic representative reported that during a spinal fusion procedure, the imaging system mobile view station (mvs) would not boot up. It was reported that even when the system is plugged into a functioning power outlet, the line power light was not illuminated and the system does not power on. The f11 and f12 power line fuses were checked, found to be open, and replaced. This resolved the issue. There was a reported delay to the procedure of less than 1 hour due to this issue, and the patient was not impacted.